Event description:
A male underwent an uncomplicated carotid intervention in 2007, lasting approximately 1.5 hours. The mynx was reportedly prepped according to IFU, and inserted into the existing 7f procedural sheath with some initial resistance, potentially due to arterial tortuosity. Once inserted, the balloon was inflated and pulled back against the sheath, however, during pullback towards the arteriotomy, the device pulled back more than expected. There was no report of resistance, extra tension or difficulty with alignment. The operator reportedly checked to make sure the balloon was deflated and removed the mynx catheter from the procedural sheath. It was then noted that the balloon was detached. Investigation to locate the detached portion was not pursued. Another mynx device was successfully used to achieve hemostasis without complication. Patient was asymptomatic, bp and pedal pulses normal, leg color and temperature normal. No further diagnostic or therapeutic interventions were ordered. Patient was discharged per standard hospital procedure in 2007 without incident and given standard follow-up orders. At the time of this report, there has been no report of clinical sequale.

Manufacturer narrative:
Balloon separation from the mynx device was confirmed. The investigation of the lot history record does not provide any evidence to suggest that the device was not manufactured in accordance with the approved manufacturing process instructions. While suboptimal balloon surface condition is a potential contributing factor to balloon de-bonding, in-process and final lot release tests provide verification of bond integrity. There is no direct evidence to suggest that the device did not meet specifications. Tortuous anatomy may have contributed to the balloon separation; however, the specific cause of the separation could not be determined based on the information provided and the investigation performed.